Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin. Net with exhibiting an alert for shorted output stage detection. There was recorded episodes of noise resulting in inappropriate therapy. The patient subsequently presented for in-clinic device interrogation. It was revealed that the source of noise was electrocautery used during an unrelated surgical procedure, during which the health provider had not deactivated defibrillation therapy. The patient had been sedated during the procedure and was unaware of any therapy delivered. The capacitor was found to be functioning properly. The patient was discharged in stable condition.